Event description:
The rotating valve breaks when injecting contrast. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation. A review of the device history record revealed a nonconformance against the subassembly lot with a disposition to rework. The reworked quantity was accepted. A follow-up report will be submitted when the evaluation is completed. Evaluation method: device history records was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.